Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock by the right ventricular (rv) lead. X-ray confirmed that the right atrial (ra) and the rv leads were dislodged. The ra lead tip appeared to be in the superior vena cava (svc). The rv lead was pulled back and appeared to be in the right atrium. The rv lead also triggered lead integrity alert (lia) for multiple episodes of non-physiologic noise and exhibited an acute drop in r-wave. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.